Event description:
A latex allergic pt was catheterized with a latex foley catheter in error. Rptr believes that the error was made in part because of the very small print on the package indicating that the product contained latex.